Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt's interstim lead was broken as a result of a car accident, and also reported having back pain. The implanted device and lead will be replaced next friday. Further info was requested.